Event description:
Pt was skin tested many years ago by another physician, and the results were negative. Pt has rec'd multiple injections for years. In 2000, pt received 2 cc of collagen in the upper and lower lips. On 12 jun 2000, pt reported swelling at the injection sites with somewhat tender lumps. Physician saw the pt and prescribed oral keflex. In 2000, physician performed incision and drainage on two lumps in lower lip and prescribed a second course of oral keflex. The physician feels that the symptoms are possibly related to the collagen material, however hypersensitivity has not yet been diagnosed.